Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of judnf778 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the site-scrub was dry.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a dry sitescrub device is inconclusive due to the state the samples were returned in. Forty-four sitescrub ipa devices were returned for evaluation. An initial visual observation showed two of the returned samples were returned opened and forty-two of the samples were returned sealed. The two samples that were returned opened were found to be dry and the forty-two other samples that were returned sealed were all found to be wet. Because the two samples that were found to be dry were returned opened, it was not possible to determine if the dry state the devices were returned in was caused by damage to the device during storage, handling, or use or due to insufficient solution application during manufacture.

Event description:
It was reported that the site-scrub was dry.